Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed due to 0.45 vdc. Pairing with (B)(4) bluetooth device was performed and passed. Bin file data was received for evaluation but does not reflect the full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.